Event description:
It was reported that prior to starting a da vinci si surgical procedure the monopolar curved scissors (mcs) instrument wires were frayed. The instrument was not used in the procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint. The instrument was visually inspected, no frayed or damaged cables were found. The one blade edge had an indentation between the midpoint and tip that acted as a mechanical stop for the other blade when closing. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. Failure analysis also observed that the banana plug was found bent at the back end. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. Failure analysis also observed that the reinforcement ring was broken, the ring displayed damage and a piece was missing. The ring was loose, slid up and down and could rotate completely. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. Failure analysis also found that the instrument rti board recognition test failed. The instrument was checked for recognition on an in-house system and the instrument was not recognized. The pogo pins were not stuck or contaminated. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.